Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. Angiogram revealed a 90% stenosed target lesion was located in the proximal left anterior descending artery. After a 6f non-bsc guide catheter was engaged and a 0.014 x 180 cm non-bsc guide wire crossed the lesion, pre-dilation was performed with a 2.0 x 10 mm non-bsc balloon catheter. A 28 x 2.50 mm promus premier¿ drug-eluting stent was advanced and deployed to treat the lesion. Following post-dilatation with a 2.50 x 10 mm non-bsc balloon catheter at 20 atmospheres, a distal edge dissection was noted. To cover the dissection, the physician then deployed a 2.50 x 20 mm promus premier stent and was post-dilated with a 2.5 x 8 mm non-bsc balloon catheter at 14 atmospheres. Final angiogram revealed no residual stenosis with timi 3 flow in right coronary artery and the procedure was completed. No further patient complications were reported and the patient¿s status was stable.